Event description:
In 2005, a patient receiving a gore excluder bifurcated endoprosthesis device expired following surgery. The surgeon reported that there were no complications during the procedure and the device was implanted successfully. When the pt was being moved from the operating room to the recovery room post op, his blood pressure dropped. He suffered a massive heart attack and expired shortly after. The surgeon said that there was no allegation of defiency.